Event description:
The customer reported the unit failed preoperational testing of the ventilator because it could not open the exhalation autozero solenoid. If the solenoid malfunctions and cannot open, pressure transducer autozeroing cannot be performed and affects the accuracy of the system pressure measurement. The ventilator was not in use on a patient at the time of the reported failure, therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the reported event. Review of the device diagnostic log also noted a previous vent inop occurrence due to an exhalation autozero failure. The 3 station solenoid was replaced to correct the reported problem. Performance verification and extended self testing (est) was completed and passed to operating specifications.